Event description:
During a single chamber ICD implantation, initial electrical testing relative to the lead after positioning were normal. After repositioning it an impedance of >1000ohms and a threshold of >7v were reported. The same results were obtained also in unipolar mode (all measurements were performed with psa). Another lead was subsequently implanted instead.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.